Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose on unknown date. The customer¿s blood glucose level was 40 mg/dl at the time of the incident. Customer was treated with carbohydrates. It was unknown that if the insulin pump was in auto mode at the time of the incident. Customer had alleged that the insulin pump was over delivering. The device will not be returned for analysis.